Event description:
Patient was revised due to a bit of discoloration in the tissue. Update cup looseing was also noted. Update litigation alleged the patient suffered pain, stiffness, discomfort, weakness, immobility and toxicity of the metal in the body as a result of the implanted asr hip. During the revision surgery, the physician allegedly noted black tissue in the synovium.

Event description:
Patient was revised due to a bit of discoloration in the tissue.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(6) 2013 - ppd received. Part/lot information has been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.